Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 401 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began three weeks prior to call. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks but there was a large air bubble; there were no site or insulin issues. Customer declined to check programming. Customer reported that insulin pump may have been rewound with reservoir in place. Customer was able to clear air bubbles. Customer would call back if issue persisted.